Event description:
It was reported that balloon pinhole occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, a leak was noted and found a pinhole in the distal tip. The procedure was completed with no patient complications reported.